Event description:
The customer reported the system would intermittently not stop fluoroing, displayed communication and control panel errors, and intermittently hangs at all blocks on boot up. There was no uncommanded x-ray. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on ps1 was evaluated and readjusted. All power connections were reseated. The system was tested and found to be working as intended and returned to service.